Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 unit started smoking and continuously resetting. The patient was transferred to another ventilator and confirmed that there is no harm noted on the patient.